Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the physician confirmed the lead to be fractured. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be pending to address the issue.